Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the centrifugal pump went into a back flow event. The perfusionist was transfusing the remaining blood in the circuit to a cell-saver to spin in and give it back to the patient when the power went off on the centrifugal pump. The device was not changed out, as it was the end of the case and they didn't have to use the backup unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
After the power went off, the perfusionist checked for a loose connection and then turned on the battery switch, but the battery did not work. The battery issue is being reported on MDR # 1828100-2013-00944. The field service rep (fsr) performed preventative maintenance (pm) on the system. The fsr found the minimum flow rate set at 9.7, he reset the minimum flow rate to 2.0 and notified the user. The pm was completed without issues. The unit operated to manufacturer specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.